Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Manufacturer narrative:
UDI and 510k is currently unavailable.

Event description:
Information was received regarding a cadd legacy plus pump being used for chemotherapy. It was reported that the pump would not run when in use with a cadd cassette. There was no reported clinical consequence.